Event description:
Pt reports "defective & poisonous" silicone has been "bleeding" into rptrs sys & possibly causing rupture. Medical problems: migranes 1/91, concentration problems 1/95, chronic fatigue 5/95, fibromyalgia 12/97, hair loss 7/97, chronic cough 7/97, chronic sinusitus 7/97, sicca syndrome 7/97, joint pain 7/97, swelling 5/96, malaise 7/91, connective tissue disease 12/97, back pain 10/97, temporomandibular joint disease 6/97, easy bruising 5/97, shortness of breath 1/97, night sweats 5/95, sleep disturbance 1/97, tinnitus 5/97, dizziness 96, memory loss 5/97, 35% disability, swollen lymph node, weight gain/loss, skin rashes 8/97, sensitive to sun 11/97, & heart palpitations 6/97.